Event description:
It has been reported to philips that the system did not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device did not turn on and did not load the programs. The field service engineer (fse) attempted several complete restarts. Troubleshooting actions show that there was an image on the monitor for a few moments, but then all the screens went black. It was determined that the root cause was that the os disk failed. The field service engineer (fse) replaced the hard disk and the single board computer and re-loaded the software. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.